Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Due to character restriction block e1 complete event site address is (B)(6). A getinge field service engineer during inspection stated that the negative pressure was out of range. After adjusting the negative pressure regulating valve, the device was normal and passed all factory-specified performance and safety index tests. The device was delivered to the customer and can be used clinically.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) needed maintenance and the device was immediately deactivated. There was no patient harm reported.